Event description:
The customer reported that the system would not display an image on the left monitor and exhibited an over frequency error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative reseated the monitor cables. The system was tested and found to be working as intended and put back in service.